Event description:
Discordant high sodium (na) results were obtained on advia 2400 with an unspecified number of patient samples. The customer stated that they were noticing large gaps on patient samples, and that the sodium results obtained on advia 2400 did not correlate with their other system (the other system was not identified). The customer declined to provide any specific patient results. It is unknown if any discordant sodium result were released to the physician. The customer did not provide any information regarding patient treatment. It is unknown if patient treatment was altered or prescribed. There were no reports of adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
The customer replaced the sodium (na) electrode and ran quality control samples. Control recovery results for na were acceptable. The customer also performed a correlation study with their other instrument, and the sodium correlation was acceptable. The instrument is performing within specifications. No further evaluation of the device is required.